Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and customer resumed insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.